Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead found both rv cables fractured at 3.1cm from the connector pin due to fatigue.

Event description:
It was reported that the patient received a vibratory alert for high impedance. Patient presented in-clinic and noise was found on the lead. Noise was reproducible via isometrics and pocket manipulation. Lead was explanted and replaced.